Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 62 mg/dl, 55 mg/dl, 47 mg/dl, 50 mg/dl, 60 mg/dl, 70 mg/dl, 80 mg/dl, 344 mg/dl, 82 mg/dl, 97 mg/dl, 66 mg/dl, and 146 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in system 2 (lot number 549529, expiration date 03/31/2008).